Event description:
It was reported that the patient had fallen 4 times and her lead "felt strange when her stimulation turned on." It was noted that the patient was told to see the healthcare professional. It was stated that it appeared to have occurred through product use. No patient harm reported.

Manufacturer narrative:
Product ID 37751, serial# (B)(4); product type recharger product ID 748925, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 748925, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3998, lot# v015166, implanted: 2007 (B)(6); product type lead. (B)(4).